Manufacturer narrative:
(B)(4). A carto xp system (B)(4) was being used to map the patient, and a stockert (B)(4) was being used to ablate, both were reported to be operating normally.

Event description:
It was reported that there was an injury from a left side atrial tachycardia procedure. While mapping and ablating, the physician dissected the left main coronary artery. The patient's bp dropped and went into v-fib. The customer then defibrillated the patient multiple times to restore normal heart rhythm and a cardiac stent was put into place to repair the injury. The patient's current status is stable. The customer did not know if the injury occurred during mapping or ablating.

Manufacturer narrative:
The customer has not returned the product for analysis. If the product is returned to bwi in the future, an investigation will be performed and the results will be sent to the FDA using a 3500a supplemental. (B)(4).